Event description:
It was reported that during implant, the physician had difficulty converting the patient at maximum output. He tried several dft options. The pocket was re-opened, and the physician reversed the df-1 pins. The issue was resolved by re-inserting lead into connector.

Manufacturer narrative:
No medwatch form was received.